Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak. She awoke and found fluid leaking from the cycler. She discontinued the treatment. When she opened the cassette door she found fluid. She reported they had already spoken to the patient's nurse. The cassette was discarded. During follow up the patient's pd nurse reported that the patient did not have any sigs of infection. His effluent remained clear. He was not prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.